Manufacturer narrative:
Service history review: part no: 391.201, lot no: p507217: no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 31october2001. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the service history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cable on the cable tensioner would not pass through as expected. There was no surgical involvement noted. This report is 1 of 1 for (B)(4).